Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from date manufacturer was made aware. Block d6b: explant date: several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20302169, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20302169, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 20389875, UDI:(B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18915051, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulator (scs) explant procedure. No further information could be obtained.